Manufacturer narrative:
Follow-up # 1 ¿ (01/17/2015), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on 1/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their ot verio iq meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care representative (ccr) documentation and customer care representative (ccr) following-up with the patient. It is unknown when the product issue occurred. The patient obtained an inaccurate high result of ¿104 mg/dl¿ with the subject meter and ¿189 mg/dl¿ with another a laboratory device, performed between 10 and 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. The patient confirmed that he took his normal dose of medication (including sliding scale) in response to the inaccurate high meter reading. The patient claims he developed symptoms of ¿fainted¿ at unspecified time after the before the product issue was identified. The patent alleged self-treatment with food and/or drink immediately after the onset of symptoms. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned on 1/20/2015 and evaluated by lifescan product analysis on 1/20/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.